Manufacturer narrative:
Product event summary: the device was not returned for analysis. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that during use of the leadless ipg the patient experienced a ventricular fibrillation (vf). Review of device data revealed the leadless ipg exhibited pacing problem with threshold rise. Diagnostic testing/troubleshooting performed and leadless ipg remains in use. Subsequently, the leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.